Event description:
It was reported that, during a follow up visit, the patient's generator could not be communicated with after three attempts. Troubleshooting steps were taken and communication between the generator and programming system could not be established. The programming system was used successfully both before and after attempts to communicate with this patient's generator. It is unclear at this time if the patient's generator was programmed to deliver output current at the time of the reported event. Revision is likely; however it has not occurred to date.

Event description:
Revision surgery took place on (B)(6) 2012. During the procedure, it was indicated that the explanted generator was successfully interrogated. Attempts for product return have been unsuccessful to date.